Manufacturer narrative:
Through investigation it was revealed this is a duplicate reported event. Refer to MFR report number: 2015691-2023-16049 for all details associated with this event.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted eight (8) years, two (2) months, is scheduled for valve-in-valve procedure due to calcific stenosis. Patient has heart failure and is in hospital as in patient.